Manufacturer narrative:
During the clinical study investigation it was later discovered that the product had extravasated and that the subject received revision surgery.

Event description:
Post two week post op has pain after procedure.